Event description:
It was reported that the disposable set alarm. No patient involvement.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Stripped interlock block. The block assembly started leaking. The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The reported issue was confirmed. The root cause of the reported issue was found to be a faulty micro switch. There was no obvious physical damage to it. The technician replaced the micro switch.

Event description:
Additional information received via email 22 feb 2022. Event date updated. No pt involvement.